Manufacturer narrative:
Section a4 (patient weight), a5 (race): unknown/ not provided. Asku. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplicity symfony intraocular lens (iol) was explanted form the patient's left eye due to patient never happy with quality of distance vision. Claimed patient issues can be debilitating as the patient cannot do driving and skiing anymore. Pre-op best corrected visual acuity (bscva): 20/25 (20/60 with glare), post-op bscva: 20/20. There was no incision enlargement, no vitrectomy, no sutures, no delay in procedure, no meds prescribed. The explanted iol was replaced with a light adjustable lens. The doctor indicated that the visual disturbances the patient was experiencing with the symfony were immediately resolved and the patient is already happier despite not yet at the point where the doctor can do any adjustments. That the patient has fully recovered post-op. No other information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that an incorrect / incomplete UDI number ((B)(4)) was inadvertently entered in the section "d4" of the initial MDR report. The information has been corrected in this supplemental MDR report as indicated below: section d4: UDI number: (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. ;